Event description:
It was reported that during a percutaneous coronary intervention a stent was damaged. The 90% target lesion was located in the moderately tortuous distal left circumflex artery. The lesion was crossed with an unspecified guide wire. The 3.00x20mm promus element stent was unable to advance to the lesion. After removal, stent damage was noted. The procedure was completed with another device. No patient complications were reported and the patient condition is stable.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: a visual and microscopic examination identified stent damage and tip damage. A strut on the distal end of the stent was misaligned. The struts between the sixth row in from the proximal end of the stent and the ninth row in from the distal end of the stent were pushed apart and some struts were raised up. The balloon of the device was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Visual examination of the tip revealed the tip to be damaged. The hypotube was kinked at 140mm and 975mm distal to the strain relief. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).